Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this patient with implantable cardioverter defibrillator (ICD) may have been in ventricular tachycardia (vt) storm. Boston scientific technical services (ts) noted that the device was at end of life (eol) or limited device functionality screen/behavior, which does indicate that the battery was extremely low. Additional information obtained from the field which indicated that the device exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.